Event description:
The handheld was returned for analysis. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a death or serious injury.

Event description:
A local partner was contacted by a vns treating physician and it was reported to him that the sites dell x50 touch screen of their handheld programmer is not working. A hard reset was performed but did not resolve the issue. Good faith attempts are underway to have the product returned for analysis.